Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt experienced hydrocephalia, acute subdural hematoma and paroxysmal atrial fibrillation. The target lesion been treated was located in the mildly tortuous mid left anterior descending (lad) and proximal circumflex (cx). During the index procedure, an intervention was performed in the mid lad with the placement of a 2.5x20mm taxus express2 stent at 18 atms. No predilation was performed, but post-dilation with an unk 2.25x20mm balloon was performed at 22 atms. Intravascular ultrasound (ivus) was used and it confirmed the stent was well apposed with timi flow 3. The proximal cx was treated with the placement of a 3.5x12mm taxus express2 stent at 16 atms. Predilation and post-dilation were not performed. Ivus was used and it confirmed the stent was well apposed with timi flow 3. Six months follow-up revealed the pt was hospitalized for a subdural hematoma and paroxysmal atrial fibrillation. An operation (trepanation blood tumorexcision) was performed a day later. Six days post operation, a craniotomy was performed. The pt was discharged 28 days later. Nine months follow-up revealed hydrocephalia. Medication was administered and 34 days later, an operation "treparation v-p shunt" was performed. The event was successfully resolved. Pt condition revealed "became better."

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.